Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? No. How was the bleeding controlled? Sutures. How much blood was lost (ml)? Not known. Did the patient require a transfusion? No transfusion. Was there a change in the procedure (converted to open surgery)? Converted from lap to open. If yes, were these problems caused by the ethicon stapler? Do not believe stapler was cause but could have had an impact when the anvil sprung open. It was not confirmed but it was the ivc that bled. Surgeon was not clear 2. Not known 3. Instructed surgeon to open firing lever 4. Manually opened the firing lever it was not confirmed that the device fully cut and stapled not know if articulated no troubleshooting steps taken pried the jaws open. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hand assisted nephrectomy, the surgeon placed ats45 with a vascular reload across the renal vein and fired. After firing, the firing trigger remained in closed position so they had to manually open it. Upon opening the jaws, the ivc was torn and additional surgeons were needed to help with repair. The patient is doing well post op.